Manufacturer narrative:
(B)(4). Insulin pump received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump when setting up they are not able to add some insulin settings, unsure of leading event. No harm requiring medical intervention was reported. Customer father was insecure about insulin pump. The insulin pump will be returned for analysis.